Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling of tissue surrounding kidney during a laparoscopic left total nephrectomy, the reload was unused out of the packet and was recognized by the device. All proper cycling was performed prior to insertion through the port. When the reload was inserted, the handle showed "0" firings left prior to firing. The reload was removed and another reload was used to complete the case. One day following the procedure, the patient was taken back to the operating room due to bleeding. The staple lines were intact and all formed correctly. The source of bleeding was not identified and not known. The surgeon used a hemostat over the entire area as a precaution. The patient returned to the ward and was doing well.